Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On 20-jan-2017 it was reported that on (B)(6) 2016 the patient¿s doctor removed the medication from the pump so the patient could find another managing doctor because her current doctor couldn¿t manage it anymore due to insurance reasons. On (B)(6) 2016 the patient ended up in the hospital due to chronic pain and withdrawals because the medication had been removed from the pump. She was discharged on (B)(6) 2016. By (B)(6) 2016, she was re-admitted and was in until (B)(6) 2017. The patient currently did not have a pump managing physician. Per the patient, she had been in pain for two weeks. On (B)(6) 2017 she went to a different pain clinic to see a healthcare professional (hcp) and was told she had to get a CT scan (6-7 days after). On (B)(6) 2017 the hcp said he couldn¿t put in any pump medications and that she needed to get another doctor. The patient felt that they tried to make her feel like she was crazy for asking for an appointment and consultation. Per the patient, she had a pre-existing pin in her back and two pinched nerves from (B)(6) 2002 and the doctor said they didn¿t want to go in and mess around with that area in her back. One doctor would not do clonidine in pumps. The patient was still trying to find a pump managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.